Event description:
A customer reported that their touchscreen on the pump was cracked and shattered, rendering the screen unresponsive and illegible. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged for the pump to be replaced and instructed the customer to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. They confirmed the shipping address for the replacement and guided the customer on setting the pump into storage mode before returning it. The customer understood and acknowledged the return process, including using the prepaid label for returning the malfunctioning pump within ten days.